Manufacturer narrative:
Based on the claim against the product by the customer noting that usm 3 was responding abnormally after being clutched, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced distal set-up joint (suj) 3 to resolve error 23008. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the universal surgical manipulator 3 (usm) was not functioning normally when being clutched. At this time, it is unknown if the usm was disabled/abandoned. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The distal set-up joint (suj) was analyzed. The reported failure was confirmed through logs. According to the report, the unit had experienced fault 23008. The unit was installed on a test system, and the error was replicated. The suj failed the tornado pot and sig tests. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.